Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they noticed that the ethernet cable inside of the image acquisition system (ias) bulkhead connector was clicked and in place. They reset the connection by removing it and replacing it in firmly. It connection to the ias was completed and a system checkout was completed with no issues noted. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) and mobile view station (mvs) are not communicating. The ias boots up and the pendant shows that the third bar shows the message, "waiting for viewing station to initiate communication." Troubleshooting included rebooting the system multiple times. Technical services walked the manufacturer representative through going to the network settings in the control panel. In there the mvs and ias network were not appearing. No patient was present at the time of the event.